Manufacturer narrative:
Additional manufacturer narrative: added expiration date and manufacturing date. Refer to report numbers: 2015691-2016-03879 and 2015691-2016-03886.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration which can encompass multiple failure modes, including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23 mm bioprosthetic aortic heart valve was explanted after approximately ten (10) years due to recurrent aortic stenosis. Upon visualization, the right coronary cusp and the left coronary cusps were heavily calcified and fixed. The noncoronary cusp was slightly mobile but calcified. A 23 mm non-edwards device was eventually used in replacement and the patient was hemodynamically stable at the end of the procedure.